Manufacturer narrative:
Catalog #72402970, serial #(B)(4) - exp. 08/31/2003. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had his device removed due to "tubing migrated to the base of penis on the left and was uncomfortable for the patient. The cylinders were not expanding distally, just at the base." The patient was reimplanted with a similar device at the time of removal.